Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the pt reported to clinic after receiving an alert for hv lead impedance. The physician will monitor the pt with follow-up and will explant the system. Pt condition was good after the event. Further info is not available at this time.